Event description:
It was reported that no readings was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient was not getting readings from his dexcom receiver last 08/12/2024 for more than 3 hours. He removed it 2 days early after it was inserted in the arm. The patient was already shaking and asked his friend to do a fingerstick which read an unremembered low value. His friend gave him a glass of orange juice to elevate the sugar, and the patient was feeling okay after treatment. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.